Event description:
The user facility reported that the intraocular lens (iol) delivery system cartridge tore/split/cracked the iol. There was no reported patient impact/injury associated with this event.